Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas integra 400 plus module. The initial ca2 result was 11.9 mg/dl with flag. The repeat result was 9.89 mg/dl. The second repeat result was 9.90 mg/dl. No questionable results were reported outside of the laboratory. The ca2 reagent lot number is 6461401 and the expiration date is 22-oct-2022.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. Based on the calibration and qc data a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.